Event description:
It was reported that, during an open urgent surgery for rectal perforation, when joined the anvil and the main body trying to fire by the anvil, the docking felt loose. The indicator was hidden and could not be confirmed, so the firing knob was tightened as it was, but the anvil came off. When joined them again in the same way, it could not feel any resistance even when turned the knob, and it seemed like the close was spinning freely, so only the main body was replaced. It could be fired successfully with the second main body and the first anvil. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/26/2025. D4: batch # 219d80. Investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. In addition, a battery pack was received along with the device. The anvil was received with a cut washer and there were staples present in the device. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. When the test battery was installed the green checkmark was not illuminated, indicating that the device was not fired. During the functional test, no damages on the trocar or anvil were observed and the anvil could be attached on the trocar without difficulties. A new washer was placed on a the retuned anvil and it was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as rotate the adjusting knob, and open/close and attachment of the anvil with trocar was no issue found and the device was returned without detectable damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 219d80, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Could you confirm whether both devices experienced the same type of malfunction? No. 2. If they did not, please provide detailed information regarding the malfunction observed in the second device: the second device was used with the first anvil to complete the case. The involved device is one and two devices will be returning. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.